Event description:
Dealer is stating that the motors were just installed on (B)(6) 2015, ordered via (B)(4) and when the end user goes up an incline the ohms go down the chair shuts down. Dealer stated his own tech tried and same issue happened.